Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported that their symptoms had returned, that they had really bad nausea and bladder cramping on saturday, (B)(6) 2024, "like period cramps" so they knew their ins was depleted (patient stated this would always happen for them when their ins battery died but patient services did not ask any further questions about this comment as they were focused on the reason for call) and they went to charge the ins that same day however the recharger had rapidly scrolling lights on the dock/it wasn't charging and they were unable to power it on. The caller stated they'd left the recharger on the dock for 3 -4 hours but the recharger still wasn't charging and they'd been having really bad cramps and nausea for 3 days as a result. Patient had an appointment scheduled with the hcp at their new clinic for (B)(6) 2024. Patient tried reset in docking station and hard reset out of docking station and did not resolve issue. Patient said they did not keep recharger in docking station and plugged in when not in use as they said that is a fire hazard. Sent email request to repair.